Manufacturer narrative:
Product ID 8780, serial# (B)(4) implanted: (B)(6) 2017. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the inability to aspirate the catheter was due to it being kinked. It was reported that a catheter revision was performed and the issue was resolved. It was noted that the catheter was explanted and discarded. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported that on (B)(6) 2019 the patient¿s granddaughter kicked him at the pump site. On (B)(6) 2019 the patient experienced symptoms of nausea, vomiting, and increased pain. The patient followed up at the clinic on (B)(6) 2019. A catheter access port (cap) dye study was performed. The hcp was not able to aspirate the catheter. Surgical intervention was scheduled for (B)(6) 2019 the issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.